Manufacturer narrative:
Batch review performed on 7 december 2020: lot 1811591: (B)(4) items manufactured and released on 29-apr-2019. Expiration date: 2024-04-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation: about 1 year after primary cemented tka, instability of the joint requires a constrained prosthesis to be implanted. This is not due to failure of former device but to disease progression. Preliminary investigation: about 1 year after primary cemented tka, instability of the joint requires a constrained prosthesis to be implanted. With reference to the pictures of the explanted component, no residual cement can be observed on the distal surface of the tibia tray. At the time of the surgery, the tibial component was well connected to the bone. The absence of cement on explanted components is not evidence of a faulty device. Many other factors (such as bone quality reduction, osteolysis, traumatic event), could have played a role in reducing performances of interdigitation between implant and cement. No further consideration can be drawn with the pictures at hand.

Event description:
About 1 year and 1 month after the primary operation, the patient developed massive bandistability, which made the indication to switch to a gmk hinge system. When the implants were explanted, both the femur and the tibia were well connected to the bone. When working on the tibia with a lambotte chisel, the tibia has become completely detached from the cement. It is suspected that the tibial component was loose.